Manufacturer narrative:
Evaluation summary: the results of the investigation indicate that the width of the thumb ratchet lever tip was not adequate and created a point contact with the locking teeth. Wear on the thumb ratchet lever tip and/or the locking teeth resulted in loss of friction at the contact point, which caused the lever-teeth assembly to lose function, springing the clamp open. The reported device was manufactured before design change was implemented.

Event description:
It was reported that "went to use the patella clamp and it would not hold. Teeth wore out and was slipping. Had to wrap a piece of bandage/tape around it to hold it closed."